Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high impedance. The maximum ventricular pacing impedance rose from 703 to 2318 ohms during the weeks between (B)(6) 2013.

Event description:
It was reported that the right ventricular lead pace/sense impedance increased and was high. The threshold was also noted to be at the "maximum value." On a subsequent follow-up, the threshold and sensing were within normal ranges and while the pace/sense impedance was still high, no artifact was noted with arm movement, nor high defibrillation impedance. The physician chose to monitor the lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5594 implantable pacing lead, (B)(6) 2011. (B)(4).